Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing discomfort at the ipg site despite getting good pain relief from the stimulator. The patient underwent an explant procedure and was doing well postoperatively. The explanted ipg was not be returned.